Event description:
It was reported there are concerns this pacemaker was exhibiting premature battery depletion (pbd). The longevity decreased by two years since the last device check. Currently the device remains in service. There were know adverse patient effects reported.

Event description:
It was reported there are concerns this pacemaker was exhibiting premature battery depletion (pbd). The longevity decreased by two years since the last device check. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.